Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was also received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was unresponsive when attempting to check their blood glucose. The customer also reported the buttons on the insulin pump were unresponsive. The customer stated the insulin pump became unresponsive after the battery was changed. Customer's blood glucose was 171 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.